Event description:
It was reported that the device was heating up during a case at the user facility. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.